Event description:
A malfunction was reported on the pump, with no notable events occurring prior to it and no adverse impact to the customer's blood glucose level. The malfunction displayed was code malf 12, which was resettable. Assistance was provided to the caller by technical support to reset the pump, and the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any issues reappeared, which the caller acknowledged and understood.